Manufacturer narrative:
D4: UDI number, catalogue number and g5 are unknown. D4: device serial number/lot number is unknown. H4: device manufacturing date and d4: device expiration date could not be determined. H6: event problem and evaluation codes: updated. No lot number was provided; therefore, device history record review could not be performed. No product sample nor photos were received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. This remediation MDR was generated under protocol b10010579, as a result of warning letter cms# 617147.

Event description:
It was reported per anvisa 2021.08.006287 that the catheters came defective, bevel bent. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4) please disregard the initial report submitted with the MFR number: 3012307300-2023-03666. The report was submitted in error., corrected data: corrected information provided in h10.